Event description:
The patient reported exposed green board of the wifi adaptor. The patient electronic unit and wifi adaptor was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with one accessory was received for evaluation. External and internal visual inspections of unit revealed damage to the returned wi-fi usb adapter. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup could not be performed using returned wi-fi usb adapter. Patient data backup was performed successfully using standard wi-fi usb adapter and standard hotspot, as well as returned 4g gsm modem. The field reported event of exposed green board of the wifi adaptor was confirmed.